Event description:
A customer reported obtaining unexpected negative/compatible reactivity on the crossmatch assay on galileo echo (B)(4), for a sample having anti-e and anti-c.

Manufacturer narrative:
A review of the image result files showed that results appeared as reported by the echo. The customer was made aware that the crossmatch results being interpreted as compatible, even though the units were c positive, may be due to a developing antibody and that the titer is not strong enough to produce incompatible crossmatch results. The antibody was not identified by an alternate methodology. Testing wbcorqc level 1 with donor units provided an incompatible crossmatch ruling out the reagent and instrument as contributing factors to the unexpected reactivity. A sample related issue could not be ruled out.